Event description:
The manufacturer became aware that a user of an amara view mask with magnetic headgear alleges his heart beat fluctuates and he now believes that it could be due to his mask. User has had three defibrillators since 2015. The most recent replacement was two years ago in 2020. User does not think the magnets affected his defibrillator. The dme has sent the user clips and for several days it worked fine. Now his CPAP quit working which is over five years old, so user is getting his machine replaced at the dme. There was no serious harm or injury reported. No mask or headgear will be returning. User now has clips and will continue using the mask and headgear with clips. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
No product returned for investigation.